Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had worsening of pain for the past couple of months with no relief from stimulation and pain injections from the doctor. The patient requested a full system explant.